Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 34-year old white hispanic female patient underwent breast augmentation with two 475cc mentor memorygel breast implants and suffered left breast implant rupture and bilateral breast capsular contractures (baker grade iii on the right and baker grade I-ii on the left), post-operatively. The rupture was diagnosed via an ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On april 14, 2023, mentor received additional information indicating that the patient's capsular contracture was actually baker grade 4 on the left breast and baker grade 1 on the right breast. The patient only underwent left breast removal and replacement surgery. The replacement device was a 475cc mentor memorygel breast implant (catalog: 3504754bc lot: 9879974 sn: (B)(6). Per mentor's procedure, capsular contracture baker grade I is not clinically significant as it is an expected physiological reaction, and should not be coded. Capsular contracture baker grade I and is not reportable. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On march 14, 2023, mentor received additional information indicating that the patient has been scheduled for breast implant explantation surgery on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.